Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had flow block alarm. The customer¿s blood glucose level was 400 mg/dl. The customer did not provide information about symptoms and treatment. The customer has not tried different cannula lengths. Customer stated they have tried all remedies and do not want to troubleshoot. Customer stated the insulin did not exit and pump alarmed insulin flow blocked. Pump alarmed with no reservoir detected. Customer reported insulin exits with the fill tubing. The insulin pump will not be returned for analysis.